Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a contact failure and the wire needed to be held up to work. The malfunction resulted in a delay of 30 minutes or greater during sedation. An olympus back-up device was used to complete the unspecified procedure and there were no reports of further patient harm.